Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 21 mg/dl. Customer was treated with glucose tablets. Customer stated that they were working in garden and it was too hot so sensor came out due to adhesive tape and their blood glucose level dropped down. Customer declined the troubleshooting. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.